Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient visited the clinic for a review mapping, were affected channels were seen. Currently observation mild redness can be scene near the electrode array region. In addition, the mother reported that 6 months back the child fell from bed which even caused minimal bleeding, pain, swelling at the implanted site. An x-ray has been suggested.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly, the recipient still has some hearing benefit with the device and will be seen again in (B)(6) 2024 for monitoring.

Event description:
The recipient visited the clinic for a review mapping, were affected channels were seen. At the time of observation there was mild redness near the electrode array region. In addition, the mother reported that 6 months back the child fell from bed which even caused minimal bleeding, pain, swelling at the implanted site. An x-ray has been suggested, however, the parents denied saying they cannot pursue with any medical investigations currently. Proposed follow-up in 3 - 4 months. The parents believe that the child is doing perfectly fine and he's hearing.